Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 days post-operatively the patient presented to the clinic with chest pain and phrenic nerve stimulation. An echo of the patient showed possible right ventricular (rv) lead perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.